Manufacturer narrative:
H4: the lot was manufactured from december 19, 2019 - december 20, 2019. H10: the device was received for evaluation. Visual inspection was performed using the naked eye which observed that the white filter was completely detached from its welded area on the stressmember. The reported condition was verified. The cause of the condition was due to a manufacturing assembly error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had the filter drop down. This was observed before use. There was no patient involvement. No additional information is available.